Manufacturer narrative:
Upon investigation of the actual device used in this incident,it was determined that the refrigerator was unrecoverable due to being plugged into the wrong port. A field service engineer plugged it into the correct port to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the refrigerator went offline and became unrecoverable, displaying a "needs maintenance" message. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.